Event description:
It was reported that the patient's right lead migrated, and the left lead had high impedances after taking frequent falls. Surgical intervention was undertaken on 26 august 2024 wherein both leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.